Event description:
A customer reported to beckman coulter, inc. (Bec) that a blue liquid leaked underneath coulter hmx hematology analyzer. The operator was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. The operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan and clean up was completed following the biohazard spill protocol. No patient results were affected. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) found tubing through pinch valve 43 had a hole in it, and replaced the tubing. The tubing through pv43 is the drain for the cbc waste of the instrument. Blood, controls (5c control), lyse (lyse s iii), cleaning reagent (clenz) or diluent can be present at the cbc waste of the hmx al instrument. The fse verified the repairs per established procedures. The cause for this event was a hole in the tubing on pinch valve 43. (B)(4).